Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the amplatz super stiff device was returned to our post market quality assurance laboratory. Visual and microscopic inspection of the device was performed and revealed that only one amplatz super stiff was returned for analysis. The guidewire was stretched at the distal tip. Also, along the guidewire the coating is peeled. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 06nov2025. The target lesion was located in the colon. A 035/260/1 amplatz super stiff guidewire was selected for use. During the procedure, the guidewire was used to establish a channel to the colon. The stent entered along the guidewire. However, the middle position of the guidewire was stuck, and the stent could not enter. The procedure was completed with a different device. There were no patient complications as a result of this event. However, device analysis revealed that the guidewire coating is peeled.